Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was badly cracked and there was a non-original equipment manufacturer (OEM) battery was found in pump. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was able to duplicate the reported issue. High profile c9 broken off from interconnect board due to pump been dropped. The root cause of the issue was a result of the customer's impact to the device. Pump will be quarantine due to non-OEM battery was found in pump.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Oracle ro 1194051: watchdog failure. Additional information received via email and attached 05/jan/2022: no patient involvement.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a watchdog failure. It is unknown if there was no patient, or clinician injury associated with this event.